Event description:
It was reported that during the new implant procedure, that the helix of the right ventricular (rv) lead was extended as it passed through the sheath into the vessel. After retraction, a stylet was inserted but failed to advance and the helix would extend as the stylet was pushed in. The right atrial (ra) lead also was extended but after retraction multiple attempts to extend failed. After the lead was removed and tested the helix was found to be unable to extend or retract one turn at a time and instead snapped backed after two turns. The physician questioned the quality of both leads due to the malfunction observed. Both leads were exchanged/replaced. The procedure was completed. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported event of stylet could not be inserted was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. The stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction. After cleaning the helix and applying torque directly to the connector pin the helix could be fully extended and retracted. The helix mechanism issue was caused by helix clogged with blood tissue. Visual and x-ray examination did not find any anomalies.